Event description:
Reporter stated the vibra alert of the infusion device does not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The vibrator motor is without function. The back-light coil is loosened due to an external mechanical impact. The windings of the back-light coil are wrapped around the vibrator and therefore the vibrator is blocked and does not operate anymore.